Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the all the buttons were intermittently unresponsive. The reporter stated that the keypad was peeling and placed tape on it to keep it down. Reportedly the tactile changes occurred prior to the damage. The reporter stated that the keypad symbols are worn off. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn across the contrast button and around the up and down buttons, exposing the button contacts. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, the keypad was removed and evidence of contamination was found under all key contacts.